Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) had a battery issue. Below is the sequence of event according to the staff: (B)(6) 2021 8:54 am: patient was brought from the ICU to diagnostic imaging, iabp was unplugged for transport - battery icon indicated full charge according to nurse. Iabp was plugged back in while in the diagnostic imaging dept. (B)(6) 2021 9:18 am: patient left diagnostic imaging, iabp was unplugged for transport. Battery icon indicated full charge according to nurse. (B)(6) 2021 9:23 am: while patient is in the process of being transported, iabp alarms "battery power less than 20 min" and "battery power less than 10 min" within the same minute. (B)(6) 2021 9:24 am: iabp stops pumping according to clinical staff, alarm log shows "system error 1." Once they got back to the patient's room, they plugged in the iabp and struggled for a few minutes with a "frozen" screen before the machine started pumping again. They then swapped out the unit with another and contacted clinical engineering. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). No part was returned to teleflex chelmsford for investigation. The reported complaint of short battery runtime is not able to be confirmed. The field service agent replaced all the damaged cables. The pump passed functional checkout. If the device is received at the investigation site (chelmsford) on a later date, a full investigation will be performed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had a battery issue. Below is the sequence of event according to the staff: (B)(6) 2021 8:54 am - patient was brought from the ICU to diagnostic imaging, iabp was unplugged for transport - battery icon indicated full charge according to nurse. Iabp was plugged back in while in the diagnostic imaging dept. (B)(6) 2021 9:18 am - patient left diagnostic imaging, iabp was unplugged for transport - battery icon indicated full charge according to nurse (B)(6) 2021 9:23 am - while patient is in the process of being transported, iabp alarms "battery power less than 20 min" and "battery power less than 10 min" within the same minute (B)(6) 2021 9:24 am - iabp stops pumping according to clinical staff, alarm log shows "system error 1." Once they got back to the patient's room, they plugged in the iabp and struggled for a few minutes with a "frozen" screen before the machine started pumping again. They then swapped out the unit with another and contacted clinical engineering. There was no report of patient complications, serious injury or death.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had a battery issue. Below is the sequence of event according to the staff: (B)(6) 2021 8:54 am - patient was brought from the ICU to diagnostic imaging, iabp was unplugged for transport - battery icon indicated full charge according to nurse. Iabp was plugged back in while in the diagnostic imaging dept. (B)(6) 2021 9:18 am - patient left diagnostic imaging, iabp was unplugged for transport - battery icon indicated full charge according to nurse (B)(6) 2021 9:23 am - while patient is in the process of being transported, iabp alarms "battery power less than 20 min" and "battery power less than 10 min" within the same minute (B)(6) 2021 9:24 am - iabp stops pumping according to clinical staff, alarm log shows "system error 1." Once they got back to the patient's room, they plugged in the iabp and struggled for a few minutes with a "frozen" screen before the machine started pumping again. They then swapped out the unit with another and contacted clinical engineering. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "pump shut off on battery power" is confirmed based on the damages of the returned cables. No functional test can be performed due to the returned condition of the returned cables. The returned cables were too damaged to analyze. The root cause of damages is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.